Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level was reported to be 448mg/dl. It was reported that the customer states they received the highs after changing the set. It was reported that he customer was advised to correct the highs with manual injection therapy. No further information provided.